Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll tip bulk convenience pak foreign matter. It was reported by customer that particulate found during visual inspection (large flake) one soft translucent/gray/brown/dark particle with translucent, fibre like particle attached. Verbatim: rcc received a complaint via email. Email(s) attached. (B)(6), item number - 309702. Particulate found during visual inspection (large flake). One soft translucent/gray/brown/dark particle with translucent, fibre like particle attached.